Event description:
I was making a routine visit to the hospital, when I found the bed broke in the storage unit. The sign stated the bed was broke. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard module.